Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old white female patient had impella 5.5 pump inserted in the right axillary. The pump stopped during the intended support time according to the instructions for use (IFU). A cp pump was inserted after the 5.5 pump was removed.

Manufacturer narrative:
The data logs were returned. And confirmed, that the pump was stopped, due to a motor current mismatch. When the pump was returned to head quarters, there was no damage found to the motor. However, the electrical resistances of 2 phases were 6 ohms higher. This was likely, due to the long duration of blood/fluids in the red pump plug. A suture hole at the 30 cm mark was found confirming, the root cause of the blood ingress into the red pump plug. And ultimately the pump stop.